Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's scs was not working. It was noted that when turning up too high the patient experienced heart palpations. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's scs was not working. It was noted that when turning up too high the patient experienced heart palpations. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.